Event description:
It was reported that the subject device had no image. The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had no image. The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the fiber bonding in the outer tube area (distal end) is damaged, and the protector of the video cable section is cut. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: the lack of image was due to the r-unit (charged coupled device) being broken, and a definitive root cause could not be identified for the other reportable events. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.